Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported that a fluid leak was discovered on the inside of the cassette door of a user facility cycler during a patient¿s peritoneal dialysis (pd) treatment training session. The rn reported receiving an air detected in cassette alarm during fill 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn was advised to discontinue the use of their cycler. A new cycler was issued to the user facility. Upon follow up, the program manager stated the patient did not continue treatment after the fluid leak was found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The program manager could not confirm whether the user facility received the replacement cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that a fluid leak was discovered on the inside of the cassette door of a user facility cycler during a patient¿s peritoneal dialysis (pd) treatment training session. The rn reported receiving an air detected in cassette alarm during fill 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn was advised to discontinue the use of their cycler. A new cycler was issued to the user facility. Upon follow up, the program manager stated the patient did not continue treatment after the fluid leak was found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The program manager could not confirm whether the user facility received the replacement cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.